Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin smarxt bcd vanguard surface modified blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the sorin vanguard unit de-primed during priming of the heart/lung circuit. There was no pt involvement.